Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not deliver insulin as expected and was not delivering to 100 percent, leading the user to discontinue wearing the pump for over a month. Symptoms included hyperglycemia. No health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that a mechanical problem was identified and associated with a mechanical device problem, with cause details not specified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.